Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage / coil broke off and went outside tube and into uterine muscle wall"), uterine perforation ("perforation (uterus), perforation (other) please describe and state the location of the perforation: coil broke off and went outside tube and into uterine muscle wall"), pregnancy with contraceptive device ("positive pregnancy/pregnancy (no complications)") and basal cell carcinoma ("basil cell carcinoma") in an adult female patient who had essure (batch no. B60746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "the right-side coil could not be removed and remains in fallopian tube". The patient's past medical history included multigravida, multiparous ((B)(6) 2008, (B)(6) 2009) and c-section in 2008. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced amenorrhoea ("menses had stopped"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), basal cell carcinoma (seriousness criterion medically significant), pelvic pain ("pelvic pain/ experiencing more pain"), abdominal pain lower ("severe lower abdominal pain"), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), blood urine present ("bladder or urinary problems or changes- blood in urine"), migraine ("migraines / headcahes"), uterine leiomyoma ("muscle wall/top of uterine muscle wall/fibroid"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and libido decreased ("low sex drive"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, pregnancy with contraceptive device, basal cell carcinoma, female sexual dysfunction, blood urine present, uterine leiomyoma and fatigue outcome was unknown, the pelvic pain and libido decreased had resolved, the amenorrhoea and abdominal pain lower had not resolved and the mood swings, migraine and dyspareunia was resolving. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2016. The reporter considered abdominal pain lower, amenorrhoea, basal cell carcinoma, blood urine present, device breakage, dyspareunia, fatigue, female sexual dysfunction, libido decreased, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma and uterine perforation to be related to essure. The reporter commented: march of 2016, plaintiff began experiencing more pain. Plaintift continues to suffer from the symptoms outlined above. Plantiff has not yet been able to have the remaining essure device removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test - on (B)(6) 2016: positive pregnancy. Ultrasound scan - on (B)(6) 2016: pregnancy. Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received: lot number, reporter information, lab data, product indication and events: device breakage, perforation (uterus), basil cell carcinoma, mood swings, apareunia (inability to have sexual intercourse, blood in urine, migraines/headaches, fibroid, dyspareunia (painful sexual intercourse, fatigue, low sex drive were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage / coil broke off and went outside tube and into uterine muscle wall"), uterine perforation ("perforation (uterus), perforation (other) please describe and state the location of the perforation: coil broke off and went outside tube and into top of uterine muscle wall"), pregnancy with contraceptive device ("positive pregnancy/pregnancy (no complications)") and basal cell carcinoma ("basil cell carcinoma- left breast") in a 34-year-old female patient who had essure (batch no. B60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "the right-side coil could not be removed and remains in fallopian tube". The patient's past medical history included multigravida, multiparous ((B)(6) 2008, (B)(6) 2009), c-section in 2008, menses irregular and rash. Concurrent conditions included hematuria (approximate date of treatment (B)(6) 2014) and uterine fibroids. Concomitant products included fish oil, loratadine, pseudoephedrine sulfate (claritin-d allergy), lysine, marvelon (kariva) since 2007 to (B)(6) 2012, multivitamin and vitamin-b-komplex standard (b complex). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced mood swings ("mood swings"), blood urine present ("bladder or urinary problems or changes- blood in urine") and migraine ("migraines / headcahes"). On (B)(6) 2013, 23 days after insertion of essure, the patient experienced pelvic pain ("pelvic pain/ experiencing more pain"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On(B)(6) 2016, the patient experienced uterine leiomyoma ("muscle wall/top of uterine muscle wall/fibroid"). On (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced amenorrhoea ("menses had stopped"). In (B)(6) 2016, the patient experienced basal cell carcinoma (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain"), libido decreased ("low sex drive"), vaginal discharge ("vaginal discharge"), back pain ("back pain") and arthralgia ("knee pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), tubal ligation) and surgery (a biopsy then laser surgery). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, pregnancy with contraceptive device, basal cell carcinoma, female sexual dysfunction, blood urine present, uterine leiomyoma, fatigue, vaginal discharge, back pain and arthralgia outcome was unknown, the pelvic pain and libido decreased had resolved, the amenorrhoea and abdominal pain lower had not resolved and the mood swings, migraine and dyspareunia was resolving. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2016. The reporter considered abdominal pain lower, amenorrhoea, arthralgia, back pain, basal cell carcinoma, blood urine present, device breakage, dyspareunia, fatigue, female sexual dysfunction, libido decreased, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma, uterine perforation and vaginal discharge to be related to essure. The reporter commented: (B)(6) 2016, plaintiff began experiencing more pain. Plaintift continues to suffer from the symptoms outlined above. Plantiff has not yet been able to have the remaining essure device removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion pregnancy test - on (B)(6) 2016: positive pregnancy ultrasound scan - on (B)(6) 2016: pregnancy quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage / coil broke off and went outside tube and into uterine muscle wall"), uterine perforation ("perforation (uterus), perforation (other) please describe and state the location of the perforation: coil broke off and went outside tube and into top of uterine muscle wall"), pregnancy with contraceptive device ("positive pregnancy/pregnancy (no complications)") and basal cell carcinoma ("basil cell carcinoma- left breast") in a 34-year-old female patient who had essure (batch no. B60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "the right-side coil could not be removed and remains in fallopian tube". The patient's past medical history included multigravida, multiparous ((B)(6) 2008, (B)(6) 2009), c-section in 2008, menses irregular and rash. Concurrent conditions included hematuria (approximate date of treatment (B)(6) 2014 and uterine fibroids. Concomitant products included fish oil, loratadine, pseudoephedrine sulfate (claritin-d allergy), lysine, marvelon (kariva) since 2007 to june 2012, multivitamin and vitamin-b-komplex standard (b complex). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced mood swings ("mood swings"), blood urine present ("bladder or urinary problems or changes- blood in urine") and migraine ("migraines / headcahes"). On (B)(6) 2013, 23 days after insertion of essure, the patient experienced pelvic pain ("pelvic pain/ experiencing more pain"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2016, the patient experienced uterine leiomyoma ("muscle wall/top of uterine muscle wall/fibroid"). On (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced amenorrhoea ("menses had stopped"). In (B)(6) 2016, the patient experienced basal cell carcinoma (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain"), libido decreased ("low sex drive"), vaginal discharge ("vaginal discharge"), back pain ("back pain") and arthralgia ("knee pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), tubal ligation) and surgery (a biopsy then laser surgery). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, pregnancy with contraceptive device, basal cell carcinoma, female sexual dysfunction, blood urine present, uterine leiomyoma, fatigue, vaginal discharge, back pain and arthralgia outcome was unknown, the pelvic pain and libido decreased had resolved, the amenorrhoea and abdominal pain lower had not resolved and the mood swings, migraine and dyspareunia was resolving. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2016. The reporter considered abdominal pain lower, amenorrhoea, arthralgia, back pain, basal cell carcinoma, blood urine present, device breakage, dyspareunia, fatigue, female sexual dysfunction, libido decreased, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma, uterine perforation and vaginal discharge to be related to essure. The reporter commented: (B)(6) 2016, plaintiff began experiencing more pain. Plaintift continues to suffer from the symptoms outlined above. Plantiff has not yet been able to have the remaining essure device removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test - on (B)(6) 2016: positive pregnancy. Ultrasound scan - on (B)(6) 2016: pregnancy . Most recent follow-up information incorporated above includes: on 10-aug-2018: plaintiff fact sheet received. Events added from pfs- vaginal discharge, back pain, knee pain. Event onset date added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/experiencing more pain") and pregnancy with contraceptive device ("positive pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced amenorrhoea ("menses had stopped"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain") and complication of device removal ("the right-side coil could not be removed and remains in fallopian tube"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (c-section, providers attempted to remove the essure coils) and surgery (tubal ligation). Essure treatment was not changed. At the time of the report, the pelvic pain, amenorrhoea, abdominal pain lower and complication of device removal had not resolved and the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, amenorrhoea, complication of device removal, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: (B)(6) 2016, plaintiff began experiencing more pain. Plaintiff continues to suffer from the symptoms outlined above. Plaintiff has not yet been able to have the remaining essure device removed. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2016: positive pregnancy. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ essure coils on the right side had fragments embedded in muscle'), uterine perforation ('perforation (uterus), perforation (other) please describe and state the location of the perforation: coil broke off and went outside tube and into top of uterine muscle wall'), pregnancy with contraceptive device ('positive pregnancy/pregnancy (no complications)') and basal cell carcinoma ('basil cell carcinoma- left breast') in a 34-year-old female patient who had essure (batch no. B60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included c-section (pregnancy had c-section at 37 weeks due to baby in distress) in 2008, multigravida (total number of pregnancies: 3), multiparous (total live births: 3 (B)(6) 2008, (B)(6) 2009), menses irregular and rash. Concurrent conditions included hematuria (approximate date of treatment (B)(6) 2014) and uterine fibroids. Concomitant products included desogestrel;ethinylestradiol (kariva) since 2007 to (B)(6) 2012, fish oil, loratadine;pseudoephedrine sulfate (claritin extra), lysine, vitamin b complex (b complex) and vitamins nos (multivitamin). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced mood swings ("mood swings") and migraine ("migraines / headcahes") and was found to have blood urine present ("bladder or urinary problems or changes- blood in urine"). On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ experiencing more pain"), 23 days after insertion of essure. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("muscle wall/top of uterine muscle wall/fibroid"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced amenorrhoea ("menses had stopped"). In (B)(6) 2016, the patient was found to have basal cell carcinoma (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain"), complication of device removal ("the right-side coil could not be removed and remains in fallopian tube"), libido decreased ("low sex drive"), vaginal discharge ("vaginal discharge"), back pain ("back pain") and arthralgia ("knee pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), tubal ligation and a biopsy then laser surgery). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, pregnancy with contraceptive device, basal cell carcinoma, female sexual dysfunction, blood urine present, uterine leiomyoma, fatigue, vaginal discharge, back pain and arthralgia outcome was unknown, the pelvic pain and libido decreased had resolved, the amenorrhoea, abdominal pain lower and complication of device removal had not resolved and the mood swings, migraine and dyspareunia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2016. The reporter considered abdominal pain lower, amenorrhoea, arthralgia, back pain, basal cell carcinoma, blood urine present, complication of device removal, device breakage, dyspareunia, fatigue, female sexual dysfunction, libido decreased, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma, uterine perforation and vaginal discharge to be related to essure. The reporter commented: (B)(6) 2016, plaintiff began experiencing more pain. Plaintift continues to suffer from the symptoms outlined above. Plantiff has not yet been able to have the remaining essure device removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Pregnancy test - on (B)(6) 2016: results: positive pregnancy. Ultrasound scan - on (B)(6) 2016: results: pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2021: medical record received- new reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.